Manufacturer narrative:
A field service engineer (fse) was dispatched who discovered that check valves were dirty and causing blockage. The fse replaced the check valves and verified proper operation.fse performed flow rate adjustment and verified good chromatography fse ran qc and passed with no errors. No further action required from field service. The probable cause of the event was clogged inlet and outlet check valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported check peaks with their g8 analyzer. The ao had a shoulder. This was still there after changing the column. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.